Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that after removing serter, she noticed blood in front and back of sensor, blood in cannula, and in the transmitter. Customer requested to test transmitter due to blood. Customer's blood glucose was 150 mg/dl. Customer reports to have experienced hyperglycemic reaction due to not wearing transmitter. Customer states blood glucose went from 42 mg/dl to 36 mg/dl, and then to 32 mg/dl, which were treated with food. It was reported that transmitter passed blue test plug process. Customer was advised to clean and monitor transmitter and that sensors would be replaced. No further information provided.